Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012. Product type: implantable neurostimulator: product ID 37085-60, serial# (B)(4). Product type: extension: product ID 37085-60, serial# (B)(4). Product type: extension: product ID 3389s-40, lot# v972376. Product type: lead: product ID 3389s-40, lot# v972376. Product type: lead: product ID 37085-60, serial# (B)(4). Product type: extension: product ID 37085-60, serial# (B)(4). Product type: extension: product ID 3389s-40, lot# v972376. Product type: lead: product ID 3389s-40, lot# v972376. Product type: lead. (B)(4).

Event description:
(B)(4): it was reported patient had devices removed 3-4 months post implant due to infection. The patient received antibiotics. The patient was implanted with a new system at a later date. Patient has a bilateral system, see MFR 3004209178-2013-10863 for the related report.